Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The patient's medical history included chronic cervicitis, uterine fibroids and uterine prolapse. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy, uterosacral ligament suspension). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.